Event description:
It was reported that the on/off button stuck, the device had to unplug to turn off. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of sticking power button was confirmed. The power switch was slightly out of alignment causing the button to stick in the on position intermittently. Realigning the power switch has eliminated the sticking issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.